Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system had duplicate entry. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es had duplicate entry. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model and section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist found that, as part of an earlier case, a purge issue had been identified and resolved by another agent. However, the purge deletion throttle was left enabled after fixing the purge issue. As a result, a number of patient visits were queued for deletion but were taking a significant amount of time to complete the process. During this time, several patient visits received new updates from the customer's adt system while in a "partial" deletion state, which resulted in the system creating duplicate visits for those patients. The tss referenced the attached knowledge articles: "purge process fails due to duplicate entry in encounter or patient purgeable tables" and "how to check purge in 1.6 and 1.7". The system functioned as intended after the technical support specialist troubleshot the device.